Manufacturer narrative:
Manufacturer's investigation conclusion: one cardiomems patient electronic system was received for evaluation with a power cord 110v. The reported event that there were exposed wires on the cord was confirmed. During investigation observations, the returned power cord was not plugged to an outlet or tested due to the observed issue.

Event description:
The customer reported that they saw sparks coming out of the patient electronic system (pes). The patient also reported that there were exposed wires on the cord that plugs into the power supply box. The patient stated that they saw sparks when trying to plug the power cord into the power supply. The patient reported no injuries. The pes was replaced. Related manufacturer reference number for the patient electronic system: 3004936110-2023-01031.